Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had sudden dropped in longevity. The device showed five years last month check and recently the device reached explant. Engineering analysis result showed that the device hardware was not detecting the loss of battery energy. The battery status indicator were not reflecting the depletion condition and were inaccurate. Hence, the device was malfunctioning. Additional information was received indicating that the device was explanted due to premature battery depletion (pbd). The device was then returned to the laboratory and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, premature battery depletion (pbd) was confirmed based on analysis which found a leaky c105 battery bypass capacitor. Surgery was confirmed based on analysis which found a leaky c105 battery bypass capacitor.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had sudden dropped in longevity. The device showed five years last month check and recently the device reached explant. Engineering analysis result showed that the device hardware was not detecting the loss of battery energy. The battery status indicator were not reflecting the depletion condition and were inaccurate. Hence, the device was malfunctioning. Additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.